Event description:
As reported, the patient had an initial left tha on (B)(6) 2017. The patient was revised on (B)(6) 2022 due to pain. The surgeon replaced the gxl to xle and adaptor biolox with head. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 170-32-93 - biolox delta femoral head 32mm od, -3.5mm sn: (B)(4), 186-01-48 - integrip cc, cluster 48mm, g1 sn: (B)(4), 188-00-05 - wedge plasma s/o sz 5 sn: (B)(4).

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient's condition. H7: z-1732-2022.

Manufacturer narrative:
Additional information: b4. Correction: h6 clinical code, problem code, and component code.

Event description:
There was found to be a clean wound with clear synovial joint fluid. There was a well-fixed femoral stem and acetabular shell. There was visible polyethylene wear of the acetabular polyethylene as well as visualized polyethylene debris. A lateral liner was utilized. Retractors were then placed around the femoral neck capsule and aspiration of the capsule yielded clear synovial joint fluid. This was sent for culture. An anterior capsulectomy was then performed. Part of this capsular tissue was also sent for culture. Scar tissue around femoral trunnion was debrided then the hip dislocated, and the ceramic head was dis impacted from the femoral stem. There was found to be visualized polyethylene wear within the apex of the acetabular poly. The poly component was removed using the screw technique. The acetabular metal shell component was found to be well fixed to bone and the femoral stem was found to be well fixed to the femur. Trial reduction was performed with a lateralized liner and a -3.5 trial head. The hip was reduced and found to have good leg lengths at the medial malleoli, excellent stability, full extension, and external rotation, as well as flexion at 90 degrees and internal rotation. Trials were removed, finals placed and found to have good leg lengths and excellent stability. The patient was awakened and transferred to recovery in stable condition. There were no complications.